Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized due to a medical procedure. No additional information was provided. Customer declined to provide additional information regarding the event to tandem technical support.